Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #:(B)(6). Rev. G h3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was confirmed. Power supply ps1 had no output voltage and was replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned power supply. It failed bench test, and visual inspection confirmed the power supply was electrically overstressed. There was damaged resistors and ic's. H6: b01, c02 and d02 apply to the system checkout and concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that upon booting up this system, the image acquisition system (ias) was stuck on initializing and radiation was disabled. They attempted multiple reboots, but the issue did not resolve. They powered down both the ias and mobile view station (mvs), then power them back on separately, the ias was stuck on initializing. They turned the radiation key vertically, the back to horizontal and reboot the system. The ias booted into stand alone mode normally and upon reconnecting to the mvs, the system was able to successfully take an exposure. There was no patient involvement.